Manufacturer narrative:
Block d2b: additional pro codes, nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, batch: 35973414, serial: n/a, UDI: (B)(4).

Event description:
It was reported that a computed tomography (CT) scan taken the day after the deep brain stimulation (dbs) procedure revealed that the lead had migrated from its initial placement. The patient underwent a corrective procedure where the burr-hole cover and lead were replaced with identical models. The physician assessed that the retaining burr-hole cover (bhc) clip had likely failed, contributing to the lead migration. However, upon reopening the incision, it was noted that the bhc door clip and cap were secured. The patient recovered well post-operatively.